Event description:
It was reported that the patient's blood glucose level (bg) rose to 300 mg/dl while wearing the pod. The patient also reported that the cannula had dislodged from the insertion site and the pod leaking insulin due to the cannula being "too short." As treatment, a new pod was applied. The pod has been discarded. This is pod 2 of 4.

Manufacturer narrative:
According to the complainant the device has been discarded and will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are also unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.